Manufacturer narrative:
Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the framelink software could not auto detect all the rods resulting in a 2 mm error metric. From the scan image, it shows rods 4 and 6 cut off from the scan. A representative helped the site rescan with all 6 rods showing and the case was then able to proceed as normal. No patient present.

Manufacturer narrative:
Additional information: the system was later found to have functioned as intended and the CT scan was not to protocol, with 2 rods missing. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described was the intended behavior of the software. Scan was not to protocol. Software was functioning as designed. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.